Manufacturer narrative:
The referenced device was not returned for evaluation, therefore, the cause of the reported event cannot be determined. Pneumothorax is a documented potential adverse event associated with the spiration valve system. This reported event has been reported by the importer on MDR# 2951238-2020-00315.

Event description:
The service center was informed that the device (balloon catheter) was used during a spiration valve procedure. The doctor at the user facility reported the spiration valves were placed in the patient's left lung and approximately 5 minutes after extubation, the patient developed a cough that could not relieved by a nebulizer. A chest x-ray revealed the patient developed a pneumothorax in the left upper lobe. A chest tube was placed to treat the pneumothorax. The procedure was completed, the spiration valves were not removed. The patient was hospitalized for two weeks and then discharged to home. Additionally, the devices were inspected prior to procedure. There was no reported malfunction of the device.